Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device¿s light does not activate when the scope is inserted. During service / maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report summarizes the final investigation results. Updated fields: h2, h3, h6, and h11. The device was not returned to olympus for inspection. The technical assistance center (tac) conducted remote troubleshooting, but the reported failure was not confirmed. Based on the investigation results, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.